Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and glucose paste to address bg. Reportedly, customer required assistance from their mother by observing them to ensure their bg level was addressed. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.